Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 36 mg/dl. Customer was treated with food for low blood glucose. Customer also reported that the sensor issues like sensor updating alert. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.